Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization, the physician opened the packaging of a 4mm x 30mm enterprise2 intracranial neurovascular stent (encr403012, 6998484) for inspection and observed introducer sheath was kinked/bent. The stent was delivered to a microcatheter (non-j&j brand), but it was impeded in the microcatheter (mc) and could not advance anymore. The doctor retracted the stent and observed the stent's body was kinked/bent and it had been released in the microcatheter. A new device was switched to complete the surgery. There was no patient injury reported. No additional information is available. The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis, the reported customer complaints could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The instructions for use recommend inspecting the device upon removal from packaging to verify that it is undamaged. Warns not to use a product that has been damaged in any way. If damage is detected, replace with another enterprise2 intracranial stent delivery system that is not damaged. The exact cause of the events could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization, the physician opened the packaging of a 4mm x 30mm enterprise2 intracranial neurovascular stent (encr403012, 6998484) for inspection and observed introducer sheath was kinked/bent. The stent was delivered to a microcatheter (non j&j brand), but it was impeded in the microcatheter (mc) and could not advance anymore. The doctor retracted the stent and observed the stent's body was kinked/bent and it had been released in the microcatheter. A new device was switched to complete the surgery. There was no patient injury reported.

Manufacturer narrative:
Product complaint#: (B)(4). Initial reporter name and address: phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.